Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during initial testing. The device was put through extensive testing including bench handling, power cycling, on/off current testing and functional stress testing using a test battery without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The device log indicated the device was not stored correctly and installed battery was depleted. The battery was returned for evaluation; the battery was found to be depleted and had zero percent remaining capacity. The customer is advised to replace the battery. Analysis of reports of this type has not identified an increase in trend.